Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required; b3 date of event - correction; g6 type of report - additional information; h2 type of follow up - correction; h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 the patient stated the sensor wire was stuck in their skin. The patient presented to the emergency department to have the wearable removed. There was no surgical intervention required to remove the wearable. The patient was given an antibiotic. At the time of the report, the patient was fine and had been discharged from the ed the same day. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.